Event description:
The customer reported that the system was intermittently unable to perform fluoroscopic x-ray. There is no patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the fluoro functions and image processor boards were reseated.